Event description:
It was reported that the device had bgnd test. No patient injury was reported.

Manufacturer narrative:
Customer reported primary audible alarm problem. Tamper seals were not broken but device was cracked on right plunger case. Unable to duplicate the primary audible alarm bgnd during occlusion test or determine who caused the error. Replaced speaker for preventive. Performed pm maintenance and all functional testing.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test. A corrective and preventative action has been opened to address the reported issue.

Event description:
Additional information received via email: no patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test. A corrective and preventative action has been opened to address the reported issue.

Event description:
Additional information received via email: no patient involvement.